Event description:
It was reported that during a ptca / rotational atherectomy / stenting procedure involving a very calcified lesion in the right coronary artery (rca), the vessel shut down following ablation. Approximately 10 balloon catheters, three drug eluting stents and two rotablator burrs were used in the procedure. Following removal of the 1.50mm burr, the vessel shut down. In the opinion of the physician, there is no relationship between the burr and the vessel shut down. The procedure was successfully completed. Procedure notes and additional information has been requested. Patient status is listed as "stable."

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.